Event description:
It was reported that following the implant procedure the leadless implantable pulse generator (ipg) had fluctuating thresholds and pauses/loss of capture was reported on telemetry. A fluoroscopy image was obtained and two tines were engaged. A temporary pacemaker was programmed to 45 bpm (beats per minute) the ipg was set at 70 bpm to see if any pauses would be noted on telemetry. It was also reported that the ipg had fluctuating impedance. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.